Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath had a broken ceramic tip. The issue occurred during preparation for use for a therapeutic transurethral resection of the prostate procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer reported that the device's outer sheath had a broken ceramic tip. Since the reported device had not been returned to olympus, no results of a physical device inspection are available. Additionally, the reported fault pattern indicates a cause most likely attributable to excessive force, but a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.